Event description:
It was reported that during the two week post operative follow-up, the patient complained of -symptoms- upon interrogation, and the right ventricular lead exhibited high threshold. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.